Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 420mcg/day via an implantable pump. It was reported that the catheter was not working. The patient had a return of symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter dye study. The actions and interventions taken to resolve the issue was a catheter revision. During surgery it was noted that the catheter was broken off the pump. The physician replaced it with a new catheter. The physician did not remove the catheter but left it in place. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.